Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated when they turn the controller off, they see a message that says the stimulation is off. Pt said they could charge ok, it was just that they saw that message starting about a week ago. Pss reviewed top white button use and pt was able to turn stim back on. Pss reviewed how to tell if stim was on/off. The troubleshooting steps that were taken on the call resolved the issue. Pss did not obtain controller serial as controller seemed to be working as intended. During the call pt mentioned they had called before due to trouble with the battery and was told to reset controller - see rtg0338895 for resetting due to software problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.